Event description:
It was reported to philips that the flexvision computer grabber card failed to initialize, preventing the system from booting. No harm was reported to philips. Philips has started an investigation of this complaint.